Event description:
It was reported via the stryker facebook page; had mine done a yr ago with robotic arm still have nerve pain burning and stiffness did all the rehab. The robotic arm does not have anything to do with recovery or less pain think about it they still cut through muscle and nerves.